Event description:
The customer reported that there is an "led missing on the led segments." No consequences or impact to patient were reported.

Manufacturer narrative:
Additional manufacuring narrative: other, other text: the returned device was evaluated. Visual inspection upon receiving revealed no external damage. The device turns on using batteries and was found to audibly alarm during alarm conditions. The device was able to obtain readings and one segment was found to be unable to illuminate. The failed led segment was isolated to a an open circuit on the system board. A service history record review reveals that this unit was in the field for over eight (8) months with no previous reported issues related to this reported event., corrected from (B)(6) 2007 to (B)(6) 2018 h10: from "the returned device was evaluated. Visual inspection upon receiving revealed no external damage. The device turns on using batteries and was found to audibly alarm during alarm conditions. The device was able to obtain readings and one segment was found to be unable to illuminate. The failed led segment was isolated to a an open circuit on the system board. A service history record review reveals that this unit was in the field for over twelve (12) years with no previous reported issues related to this reported event." To "the returned device was evaluated. Visual inspection upon receiving revealed no external damage. The device turns on using batteries and was found to audibly alarm during alarm conditions. The device was able to obtain readings and one segment was found to be unable to illuminate. The failed led segment was isolated to a an open circuit on the system board. A service history record review reveals that this unit was in the field for over eight (8) months with no previous reported issues related to this reported event."

Event description:
The customer reported that there is an "led missing on the led segments." No consequences or impact to patient were reported.

Manufacturer narrative:
Additional manufacuring narrative: other, other text: the returned device was evaluated. Visual inspection upon receiving revealed no external damage. The device turns on using batteries and was found to audibly alarm during alarm conditions. The device was able to obtain readings and one segment was found to be unable to illuminate. The failed led segment was isolated to a an open circuit on the system board. A service history record review reveals that this unit was in the field for over twelve (12) years with no previous reported issues related to this reported event.

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. Device not returned.

Event description:
The customer reported that there is an "led missing on the led segments." No consequences or impact to patient were reported.